Event description:
Device displayed intermittent ECG lead fault, which prevented monitoring the pt's ECG. There was no adverse effect on pt.

Manufacturer narrative:
The reporter did not provide the pt identifier nor the pt's weight.